Manufacturer narrative:
Citation: scholtz s et al. Transcatheter aortic valve implantation in patients with pre-existing mechanical mitral valve prostheses. J invasive cardiol. 2019 sep;31(9):260-264. Doi: not available ¿ literature pdf attached. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) in patients with pre-existing mechanical mitral valves. All data was collected from a single center between 2009 and march 2018. The study population included 16 patients and was predominantly female with a mean age of 82 years. Of those, 7 were implanted with medtronic corevalve (5) or evolut r (2) bioprosthetic valves. No serial numbers were provided. Among all patients, 4 deaths occurred within one-year post-tavi. One corevalve patient had moderate paravalvular leak following valve implant and a post-dilation with a 26 mm semi-compliant balloon was performed which caused an annulus rupture. It was reported that the rupture could have been due to balloon over-sizing. Subsequently, the patient died. Based on the available information, medtronic product may have been associated with this death. The other 3 deaths were not directly associated with medtronic product. Among all patients, adverse events included: new permanent pacemaker implantation, mild-moderate paravalvular leak, and minor vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.